Manufacturer narrative:
Block B3: Exact date unknown, event occurred approximately seven years after the date of implant.Block D.2b; Additional applicable Product Code: QRB.

Event description:
It was reported that the patients Implantable Pulse Generator (IPG) had stopped working. The patient subsequently underwent an IPG explant procedure. No further information could be obtained.